Event description:
It was reported that it was discovered this pacemaker exhibited high out of range impedance in bipolar configuration on the right atrial (ra) channel while boston scientific technical services (ts) was assisting the health care professional (hcp) program the device to magnetic resonance imaging (MRI) protection mode. However, the MRI protection mode was not possible as the device was programmed to unipolar. Ts provided options on how to proceed with the MRI scan. The device was reprogrammed to resolve the impedance issue. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that it was discovered this pacemaker exhibited high out of range impedance in bipolar configuration on the right atrial (ra) channel while boston scientific technical services (ts) was assisting the health care professional (hcp) program the device to magnetic resonance imaging (MRI) protection mode. However, the MRI protection mode was not possible as the device was programmed to unipolar. Ts provided options on how to proceed with the MRI scan. The device was reprogrammed to resolve the impedance issue. The device remains in use. No adverse patient effects were reported.